Event description:
During a cardiac cath., a cutting balloon was inserted into the right coronary artery (rca) and when withdrawn, the balloon did not come out intact. A stent was placed over the area on the wall of the rca where the balloon fragment was lodged.